Event description:
A hemodialysis inpatient user facility has reported that during treatment, a blood leak occurred. The leak was visually observed in the threading of the header. The machine did not alarm. Blood was returned to the pt. Pt was set up with new dialyzer which leaked with 15 minutes left in treatment. The pt's treatment was terminated with 15 minutes left. Pt was not reconnected on another machine for the last 15 minutes of treatment. Pt had no adverse effects and no medical intervention was required. Sample has been discarded.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.